Manufacturer narrative:
The reported event could be confirmed, since the device was returned and is indeed broken. The device inspection showed that both devices were returned with their tip broken. A microscope analysis shows a breakage due to torsional overload in both specimens. Indeed, torque lines can clearly be seen on the surface, allowing the conclusion that too much torsional force was applied to the screwdrivers during explantation of the screw. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the application of an overtorque on the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
"The customer reported that during a femoral plating surgery, two screwdrivers broke intra op while attempting to extract a locking screw previously inserted to change his position. Additional information: the broken pieces were retrieved from the patient. The locking screw involved in the event has successfully been implanted. The surgeon did not applied pressure and did not worked at an extreme angle."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
"The customer reported that during a femoral plating surgery, two screwdrivers broke intra op while attempting to extract a locking screw previously inserted to change his position. Additional information: the broken pieces were retrieved from the patient. The locking screw involved in the event has successfully been implanted. The surgeon did not applied pressure and did not worked at an extreme angle."